Manufacturer narrative:
Manufacturer investigation report attached on relative sample from same lot. Unused sterile sample returned.

Event description:
During a dental surgery, the catheter was being removed from the patient's (dog) vein and the catheter broke at the hub, leaving catheter piece inside of vein. The broken piece had to be removed with a hemostat. No injuries to the patient were reported, no further medical interventions were necessary. Catheter had been placed in the patient(dog) for approximately 6 hours.

Event description:
During a dental surgery, the catheter was being removed from the patient's (dog) vein and the catheter broke at the hub, leaving catheter piece inside of vein. The broken piece had to be removed with a hemostat. No injuries to the patient were reported, no further medical interventions were necessary. Catheter had been placed in the patient(dog) for approximately 6 hours.